Manufacturer narrative:
Lot 14735892: (B)(4). Concomitant medical products: patient medications: aspirin, singulair, lisinopril, and propranolol. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis (improper component placement), and renal (e.g., artery occlusion).

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician deployed the gore® excluder® aaa endoprostheses and completed the procedure. During the final angio run there appeared to be a type I endoleak. The physician implanted a pla360400/14735892 and noticed under angiogram the right renal artery had profusion but the physician felt the graft was too high. The images revealed partial coverage of the right renal artery. The physician implanted a rx herculink elite® renal stent 6x12 in the right renal artery. The endoleak was resolved, there was adequate profusion to the right renal artery and the patient tolerated the procedure.